Manufacturer narrative:
One device was returned for investigation. Customer complaint of ¿downstream occlusion with pressure readings of over 40 psi¿ could not be confirmed through downstream occlusion test. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal delaminated. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported fails to detect downstream occlusion with pressure readings of over 40 psi before pump was manually stopped. During testing.